Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving clonidine and morphine, dose and concentrations not reported via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2018 the patient reported they think something is wrong with their pump. The patient had ¿burning¿ behind her legs and swelling of her ankles and blurred vision. The patient stated it feels like she has nerve damage symptoms and ¿electrical shocks¿ felt in the left leg since 2018, a couple of weeks now.. The patient did have a ¿pump study¿ done by their physician and they were "shooting some sort of material" into the pump 5-6 months ago and ever since then the patient has had these symptoms. The patient feels there was something wrong with the pump. The patient had not had any falls or traumas. The patient had contacted their physician but had not heard back. No further complications were reported or anticipated.